Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 3000 ohms and loss of capture. No adverse patient effects were reported. The lead remains in service.